Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("still loose a ton of hair and thinned out a lot, not as thick as it used to be"). The patient was treated with biotin and surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the alopecia had not resolved. The reporter considered alopecia and medical device removal to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: medical device removal, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. On an unknown date, the patient experienced alopecia ("still loose a ton of hair and thinned out a lot, not as thick as it used to be"). The patient was treated with biotin and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown and the alopecia had not resolved. The reporter considered alopecia and pelvic pain to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: medical device removal, alopecia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received. Reporter information, patient details, other relevant history , auto-narrative supplement added. Event : "e-free" updated to " pelvic pain." Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. On an unknown date, the patient experienced alopecia ("still loose a ton of hair and thinned out a lot, not as thick as it used to be"). The patient was treated with biotin and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown and the alopecia had not resolved. The reporter considered alopecia and pelvic pain to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: medical device removal, alopecia, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("still loose a ton of hair and thinned out a lot, not as thick as it used to be"). The patient was treated with biotin and surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the alopecia had not resolved. The reporter considered alopecia and medical device removal to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: medical device removal, alopecia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.